Event description:
A customer reported the swivel mechanism of their epiq cvx ultrasound system¿s control panel was unable to lock when attempting to transport the unit within the user facility. The failure occurred outside of clinical use, and no patient or user was harmed as a result of the issue. A thorough investigation was performed to identify the root cause of the reported issue. A philips service engineer reseated the grommet that guides the actuator into place with loctite, which allowed the actuator to lock into place correctly.